Event description:
It was reported there was erosion of the implantable neurostimulator. No patient injury was reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).